Event description:
Procedure: lavh. While using the device something like a piece of insulation fell into the body cavity and was retrieved. The surgeon used another handpiece to complete the procedure.